Event description:
It was reported that there was an issue with sy644ts - ennovate polyax.screw 7.5x45mm canulated. According to the complaint description, the set screw was found to have been placed in such a way that it was partially deviated from the screw head. The screw head was possibly widened. The surgeon noted that final-tightening of the set screw had been completed without a problem. Revision surgery may be required. Additional details have been requested. The patient will continue to have routine postoperative care and follow-up x-rays. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5- description update. Investigation: an investigation method could not be applied, because products were not provided to us for investigation. No products at hand, therefore a failure description of the product is not possible. Batch history review: a batch number was not provided and the device quality and manufacturing history records (DHR) could not be reviewed for this product. Explanation, rationale, conclusion and root cause: without the product and only based on the provided sketch and information, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based on the investigation results, a CAPA is not required.

Event description:
Update: further information was not provided or available.